Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the valve was deployed in a good position, intraoperative echocardiogram showed severe paravalvular leak (pvl). After waiting 10 minutes and post balloon aortic valvuloplasty (bav), the pvl was still present. The physician then decided to implant a second valve (valve-in-valve). The pvl was resolved, with a successful implant of the second valve. It was noted that the patient had very large anatomy. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case it was noted that the patient¿s anatomy was very large; however, a conclusive cause could not be determined from the information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).